Manufacturer narrative:
The complaint sample was received at viant for evaluation and the reported event was confirmed. The weld adjoining the offset cup impactor (oci) body and the metal handle was fractured all around. There were some nicks and gouges observed on the metal handle consistent with wear. The impaction plate showed numerous nicks and gouges consistent with intended impaction over time. There were a few gouges observed where the plate transitions from the impaction face to the outside diameter of the plate. These gouges are slightly off-axis and may have contributed to the handle weld fracture, however that is unknown. There were many signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; one (1) of the pin welds on the cardan joint nearest the threads was partially fractured; the weld adjoining the ratchet housing and oci body was partially fractured; the returned complaint sample was etched per applicable drawings. A manufacturing review did not reveal any discrepancies. In conclusion, the reported event is confirmed and is attributed to wear. No further investigation required. Complaint information provided by distributor, depuy orthopaedics.

Event description:
It was reported during an unknown procedure that the handle was cracked. No adverse events nor patient consequence were reported as a result of the malfunction.